Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the nail, part and lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the aiming arm and insertion handle caused the drill bit to miss the proximal hole of the nail with the trocar in it. After maneuvering the surgeon was able to align with the nail. The surgery was successful with less than 30 seconds time delay. This report is for the unknown nail. This is report 4 of 5 for (B)(4).